Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction, pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f367 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f367 for the reported issue shows no trends. Trends were reviewed for complaint categories alarm #9: blood pump error, pto leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4)

Event description:
The customer called to report a blood leak under the pump tubing organizer that occurred during a patient treatment. The customer reported that an alarm #9: blood pump error occurred during the priming of the kit. However, the kit was checked and no leaks or kinks were said to be observed. The prime was resumed and successfully completed. At approximately 200 ml whole blood processed the pump tubing organizer leak was observed. The treatment was aborted, and the patient was said to be in stable condition. The patient was treated on another instrument. The customer will not be returning the products back to be investigated.